Manufacturer narrative:
The event of lymphpoadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿axillary lymphpoadenopathy¿, ¿silicone axillary lymphpoadenopathy on both sides¿, rupture a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side rupture diagnosed by MRI. Healthcare professional later reported "visual deformation", "unpleasant sensations: discomfort, pain" and ¿silicone axillary lymphadenopathy" ¿single duct cysts¿ via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Event description:
Patient reported right side rupture diagnosed by MRI. Healthcare professional later reported "visual deformation", "unpleasant sensations: discomfort, pain" and ¿silicone axillary lymphadenopathy" ¿single duct cysts¿ which is not device related via ultrasound and MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/ palpability: unable to observe as it is not related to the device. ¿ lymphadenopathy: unable to observe as it is not related to the device. ¿ silicone migration: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. ¿ cyst: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.